Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked. As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c barrel was cracked. The following information was provided by the initial reporter translated from french to english: reference no: (B)(4). Lot: 230304. On injecting a vidaza syringe in s/c, the product was found to be beading at the barrel of the chemotherapy syringe. After inspecting the syringe, it was found to be cracked at the barrel. The device involved in the incident has already been returned to you by the department. 24-apr-2025: additional information received. The incident took place on (B)(6) 2025. A new syringe was administered to supplement the faulty one. As far as the damage is concerned, we note an uncertainty in the dose administered and an additional waiting period while a new dose is prepared. 25-apr-2025: additional information received. Thank you for your feedback. Unfortunately, the device was not kept. The batch number is 230904.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.